Event description:
Ous MDR. Oversensing caused a premature battery depletion. The lead had been implanted for about 6 yrs. Also removed was a lexos vr-t, MDR 1028232-2008-00523.

Manufacturer narrative:
Ous MDR. The analysis was unable to confirm the suspicion of a defect in the lead insulation because only the proximal part of the lead (about 18 cm) had been returned. No mfg error or material defect could be found in this part.